Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the outer gasket tore on the 511sd trocar. The case was completed by using another instrument. There was no consequence to the pt.